Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/22/2014. A review of the manufacturing records was performed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer's report was generated. No debris or particles issues were reported during the manufacture of the lens. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was explanted in a secondary procedure, from the patient's right eye, due to debris. There was no patient injury reported and another lens, same model was implanted. No further information has been provided.

Manufacturer narrative:
The intraocular lens was not evaluated. However, the debris reported was evaluated by an outside laboratory to identify the debris. An intraocular lens was submitted for analysis by fourier transform infrared (ftir) spectroscopy in order to characterize debris/particles reportedly observed on the lens. A visual examination revealed a translucent fiber on the underside of the lens as it was received in the cartridge and this was the material that was analyzed. Ftir analysis of the fiber shows that it is cellulose (i.e. Rayon, lint, cotton). These materials are not used in the manufacture of the intraocular lenses. All pertinent information available to abbott medical optics has bee submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.